Manufacturer narrative:
H4: the lot was manufactured from january 09, 2023 to january 10, 2023. H10: the device was received for evaluation. Visual inspection was performed and a tear was observed at the lower left right side or edge area. Functional test was performed and a leak was identified at the lower right near the edge in front of the bag. Magnified inspection verified no tear/hole at the left bottom seam and verified a tear/hole in the lower right side near the front side edge at approximately 500ml area of container where a leak was verified during testing. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked at the left bottom seam. This was identified during filling. There was no patient involvement. No additional information is available.